Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 console. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. This report was initially submitted on 23 december 2024

Event description:
Livanova deutschland has received a report that, during priming set up, perfusionist found that one of the pump is not working and giving alarm "fault in motor controller 431"pcb. There is no report of any patient injury.

Manufacturer narrative:
Based on the review of similar complaints, the error code 431 (rc_resolver_signal) can be due to pump resolver fixation loosened / resolver defective or defective hms (motor control) board. Technician on site inspected the unit and confirmed that the motor controller was faulty and needed to be replaced. As soon as the part arrives, the repair activity will be completed and unit will return to service once tsi checklist is passed positively. A device service history review has been performed and identified that the unit was manufactured in 2016 and no other similar event has been reported, neither concerning trend has been identified. Based on all the gathered information, the most likely root cause has been assigned to an electrical failure of the hms motor controller board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. However, there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.